Event description:
Rep reported that there was a csf leakage running along the exit site. No other information is available. The surgeon removed and replaced the device.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. A segment of approximately 4 1/4" long (distal end) of a microsensor ventricular catheter was returned for evaluation. As received and after eto decontamination, it was observed that there was debris consistent in appearance with biological debris found inside and outside the catheter segment. The catheter segment was then submitted to leakage test and it passed the test. No leakage was observed along the catheter up to the point where the two rows of seven holes are located, and at the distal end of the catheter. The difficulty reported by the customer could not be duplicated. It does however appear the same csf may have flowed through the stylet slit on the side of the catheter, giving the impression that there was a leakage on the catheter; however, it can't be confirmed. The product lot number was not provided by the customer; therefore, the lot history records review could not be performed. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.